Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector. No blank display was noted. No damage was found on the liquid crystal display isolation tape. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported the impossible to re-start the insulin pump with fresh battery. The customer's blood glucose level was unknown mg/dl. No further details given.